Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been in the 300 mg/dl and 400 mg/dl range for the past three days. Her current blood glucose is 400 mg/dl, which she has yet to treat since she just found out about her current level. The customer's insulin pump alarmed no delivery. The drive support cap appeared normal. The customer was able to successfully run a manual prime as well. However, the customer checked the tubing and she identified a reservoir leak. The customer stated that they will change the reservoir and call back to troubleshoot for the no delivery alarm with a different reservoir. The insulin pump was not returned or replaced.